Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported issue. The service agent determined that the cause of the reported issue was due to the system controller pcb and user interface pcb assemblies. After replacing the pcbs and observing proper device operation through functional and performance testing, the device will be returned to the customer for use. The device was not returned to physio-control for evaluation.

Event description:
The customer contacted physio-control to report that their device displayed a white screen upon power on. This is an indication that the device may be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.